Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, grandslam; guide cath: 7f hiperion sal1 sh, finecross, opticross. Evaluation summary: the complaint device was returned and the reported difficult to remove and kink were confirmed. Based on the visual, dimensional, functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed distal right coronary lesion with heavy tortuosity and moderate calcification. The balance middleweight (bmw) guide wire was advanced into the lesion. Intravascular ultrasound (ivus) was then advanced over the guide wire. During removal of the ivus, resistance was noted with the guide wire and the devices became stuck. The devices were removed as a unit. After removal, it was observed that the guide wire was kinked 50cm from its tip. A non-abbott guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.